Manufacturer narrative:
The insulin pump was received with critical pump error open book image due to corroded electronic assembly, moisture damage was also found on the motor and the force sensor however, no moisture damage was found on the keypad assembly during our visual inspection. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test due to critical pump error open book image. The insulin pump had scratched case, end cap address label was faded, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with critical pump error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that they were swimming and when the customer got out of the pool the alarm occurred shortly afterward. The insulin pump was not dropped or bumped. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.